Event description:
An infusion pump with an 813:01 failure code which was observed in the biomed department. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.